Event description:
It was reported that during a surgical procedure, the bur broke inside the attachment. It was also reported that there were no adverse consequences as a result of this event and there was a 1 minute delay to the procedure. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Part number and lot number information has not been provided to permit further investigation. The root cause is multi-factorial.